Event description:
The report states: "in 2005, the device was connected to the pt's left arterial radialis via an 'insyte catheter' during the use on the pt, the separation occurred at the connection between the secure-lock connector and the tubing. Though reportedly there was a small amount of blood loss (about 10 to 20cc) there were no adverse pt effects. No medical intervention was required". The pressure tubing was disconnected from the pt and replaced with a new pressure tubing. There were no reported adverse pt effects. Though requested, no additional info was provided.